Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the customer provided patient demographics and history.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went onsite and tested the foot pedals of both surgeon side consoles (ssc). No issues were found or noticed. The camera pedal functions for both sscs worked properly and without any issues or errors. The fse confirmed with clinical territory associate (cta) that there were no issues with follow-up cases. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon informed the clinical sales representative (csr) that when he would press on the camera pedal to control the camera, both instrument arms on surgeon side consoles (ssc2) would move. The customer stated that the issue occurred multiple times. The csr asked surgeon to try it ssc1 but it functioned as expected. The procedure was converted to another davinci system and completed with no reported injury.